Event description:
It was reported that during a lap gastrectomy, the jaws could not be opened after the device was fired at the third stroke of the third firing on the gastric body. After that, the fired tissue slipped down from the jaws and the device was removed from the patient without opening. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge was gold. Reinforcement material was not used. The deployed staples were proper b-formed shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were the jaws of the device able to be opened even though the tissue fell out of the jaws?---no information. Was the device difficult to open? ---yes. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---no information. What color cartridge was being used? ---gold. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? ---no. If so, which product? Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---opening force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no information. Was there any difficulty removing the device from the tissue? ---no, the tissue fell out before opening. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). Damaged release button post, jammed knife. The device was returned with the closing trigger and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was disassembled to verify the internal components and one release button post was noted to be broken possibly for the application of excessive external force over the release button. The batch record was reviewed and no anomalies were noted during the manufacturing process.